Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep indicated that impedances were normal during intra-operative testing. This means that the rep checked the actual impedances after checking the connectivity. 90 minutes later when they checked the system again, electrodes 0 and 2 showed with a red x and an impedance value of 40,000 ohms. The rep cannot explain why this would happen in this short amount of time. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep programmed around the out of range (oor) electrodes. There is a post-op appointment on (B)(6) 2018 in which the rep will re-check impedances. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedance check on (B)(6) 2018 showed normal impedances. The rep suspected that something with the software caused the issue. No symptoms or complications were reported.